Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer had high blood glucose levels of 501mg/dl. It was also reported that the customer treated with a manual injection. It was also reported that the customer had previous low blood glucose levels ranging from 40-50mg/dl. Customer's blood glucose level at the time of the call 86mg/dl. Troubleshooting occured. No additional information was provided.